Event description:
It was reported that stent damage occurred. The 93% stenosed, 16-20mm x 2.5-2.75mm target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 2.50x20mm synergy drug eluting stent was advanced to treat the lesion. However, the failed to cross lesion and stent struts were lifted up after withdrawal. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 93% stenosed, 16-20mm x 2.5-2.75mm target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 2.50x20mm synergy drug eluting stent was advanced to treat the lesion. However, the failed to cross lesion and stent struts were lifted up after withdrawal. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. The crimped stent length and crimped stent diameter of the returned device were consistent with a synergy ous 2.50 x 20 mm stent. A visual and microscopic examination of the stent found stent damage, with stent struts from mid and proximal stent region lifted and pulled proximally and distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The crimped stent length was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break in the strain relief region at 19 mm proximal to the distal end of the tip with the manifold hub not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.